Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with failed battery test alarm. Customer's blood glucose at time of incident was unknown. Troubleshooting steps were guided for failed battery test alarm. Customer stated that, she is dependent on the pump and cannot return or she will end up in the hospital. The customer advised to replace the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.